Event description:
It was reported that during the implant procedure the lead helix would "bind for a bit and then all of the sudden pop out". The physician requested a new lead and the procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: the full lead was returned and analyzed. Visual analysis of the lead determined it was damaged at implant. The helix was distorted/ bent. Blood is visible on the helix and the entire length of the distal conductor. (B)(4).